Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of the incident. The representative stated that the customer reverted to manual injections which causing high and low blood glucose. The insulin pump will not be returned for analysis.